Manufacturer narrative:
The ventilator was not returned to the manufacturer for evaluation. The customer's biomedical technician had examed the ventilator and found the ventilator smoldering internally at the electrical cord. The ventilator's pigtail had been replaced by the biomed tech.

Event description:
It was reported that when the patient was placed on the ventilator, the rn witnessed the ventilator sparking at the electrical outlet. The rn called for help and began to manually ventilate the patient. The ventilator screen read "low power". The respiratory therapist was called, the patient was moved to another room, and the patient was placed on a different ventilator. The ventilator was pulled and engineering was called. There was no further incident.